Manufacturer narrative:
This incident was erroneously reported twice to FDA. A separate initial report (#0001313525-2017-02887) was submitted on 29th december 2017 and a follow-up report concluding the investigation (#0001313525-2017-02887) was submitted on 22nd jan 2018 for this same incident. Therefore no additional investigation is necessary for this report.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
Reportedly there was an asymmetrical vault of iol post implant that would require a secondary repositioning surgery. Additional information for this event was requested but was not received.